Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a plum 360 infuser where it was reported that the device was only infusing half of the fluids when running. The event occurred during infusion. There was patient involved but no harm or injuries reported